Event description:
Rptr indicated that he had rec'd high impedance during a systems diagnostics test of the vns. X-rays were sent to the MFR and reviewed. From x-rays, it appeared that the lead pins were not fully inserted. No other anomalies were noted but a lead fracture could not be ruled out. During surgery, the surgeon connected a new vns generator to the existing leads and still rec'd high impedance, ruling out the lead pins not being fully inserted as the cause of the high impedance. The lead and generator were replaced and the new vns system was confirmed as functioning properly. It was noted that the removed lead appeared to be kinked. A lead fracture is likely. The explanted products are currently being returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.